Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, reported that patient faced infusion set tube detached from connector. Infusion set has been used for 3 days. The blood glucose level was 202 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.